Event description:
It was reported that the surgeon was using a eyconics crystalens with a msi-pm injector and mtc-60cfp cartridge and the cartridge got stuck in the injector during loading either due to a loading error or lens injector. No pt injury.

Manufacturer narrative:
Conclusion: results- lot number search for the cartridge shows one similar complaint found in the search. Lot number search for the injector shows ten similar complaints found in the search. Foam tip plunger search shows one similar complaint found. Conclusions - a likely root cause of the complaint is due to the injector and or loading error.